Event description:
Customer reported pt was admitted into the emergency room (ER) with diabetic ketoacidosis (dka) at 6 am. Customer's device = 428 mg/dl and lab = 265 mg/dl. Customer was given a saline IV and 5 units of insulin per hour. Customer checked pt device history and results = 200, 316 & 320 mg/dl and that controls were in range. Pt remained in the hospital and glucose was monitored. A request was made for return product and replacement product was sent.